Manufacturer narrative:
The lens was returned in the vial, the cap was on the vial but the bung was absent. The outer pouch was also absent but the remainder of the packaging components were present. Inspection was performed at 10x magnification under a stereoscopic microscope. The lens was intact and one haptic carried a scratch. No other defects were noted. The dimension check conducted showed that the lens was within specification. A full audit of all batch documentation relating to the production of the devices was performed. The audit concluded that all procedures in manufacturing and packaging of the devices had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The lens was intact and within specification. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. [(B)(4) pdf].

Event description:
Lenstec received and email stating "dr. Had trouble centering the lens so she took it out". The implant/explant date was (B)(6) 2018. The incision was enlarged to remove the lens and there was no patient injury.